Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 53 alarms, pump error 4 alarms, pump error 68 alarms, and pump error 29 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarms (line number 1393 file number 26), (line number 8186 file number 62521), (line number 0 file number 0), (line number 0 file number 402), pump error 4 alarms, and pump error 29 alarms, fault isolated to the electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer¿s blood glucose was 212 mg/dl at the time of incident. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.